Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and embedded device ('malposition of essure device - location of device: close to the endometrium strip') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergone essure confirmation test". The patient's medical history included obesity, eclampsia, pregnancy, asthma, tubal ligation, menorrhagia, endometrial ablation and blurry vision. Concomitant products included dapsone since (B)(6) 2019, norethisterone acetate (norethindrone acetate), spironolactone since (B)(6) 2019 and tretinoin since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced embedded device (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), post inflammatory pigmentation change ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. In 2016, the patient experienced acne ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory") and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("low back pain"), pain in extremity ("legs and arm pain") and endometriosis ("essure endometriosis"). The patient was treated with surgery (endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, genital haemorrhage, pelvic pain, dysmenorrhoea, metrorrhagia, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, post inflammatory pigmentation change, acne, urinary tract disorder, bladder disorder, migraine, abdominal pain, back pain, pain in extremity, vaginal discharge, weight increased, endometriosis, vaginal haemorrhage, urinary tract infection and nausea outcome was unknown. The reporter considered abdominal pain, acne, back pain, bladder disorder, breast tenderness, dysmenorrhoea, embedded device, endometriosis, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, post inflammatory pigmentation change, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she received treatment for general abnormal bleeding. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: equivocal positioning of the left essure device with the medial tip projecting near or within the endometrial stripe. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, malposition of essure device - location of device: close to the endometrium strip, nausea. Onset date of event bladder disorder, urinary tract disorder, dysmenorrhoea, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, migraine, acne, post inflammatory pigmentation change, metrorrhagia, vaginal discharge, weight increased were updated. Concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and embedded device ('malposition of essure device - location of device: close to the endometrium strip') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergone essure confirmation test". The patient's medical history included obesity, eclampsia, pregnancy, asthma, tubal ligation, menorrhagia, endometrial ablation, blurry vision, pain, ovarian cyst, fibroids and amenorrhea. Previously administered products included for an unreported indication: aleve, tylenol, cyclobenzaprine, ibuprofen, orilissa and naproxen. Concurrent conditions included hypertension, perineal pain, adenomyosis and epigastric pain. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), dapsone since (B)(6) 2019, diazepam (valium), norethisterone acetate (norethindrone acetate), ondansetron from (B)(6) 2018 to (B)(6) 2018, oxycodone, spironolactone since (B)(6) 2019 and tretinoin since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), post inflammatory pigmentation change ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), acne ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), abdominal pain ("abdominal pain"), back pain ("low back pain"), pain in extremity ("legs and arm pain") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), endometriosis ("essure endometriosis") and skin hyperpigmentation ("hyperpigmentation"). The patient was treated with surgery (remove coils (remove tubes),hysterectomy ¿ uterus/cervix/tubes and endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, embedded device, genital haemorrhage, pelvic pain, dysmenorrhoea, intermenstrual bleeding, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, post inflammatory pigmentation change, acne, urinary tract disorder, bladder disorder, migraine, abdominal pain, back pain, pain in extremity, vaginal discharge, weight increased, endometriosis, vaginal haemorrhage, urinary tract infection, nausea, skin hyperpigmentation, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, breast tenderness, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, intermenstrual bleeding, migraine, nausea, night sweats, pain in extremity, pelvic pain, post inflammatory pigmentation change, skin hyperpigmentation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding, dysmenorrhea, nausea, fatigue, hair loss discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011.(B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: equivocal positioning of the left essure device with the medial tip projecting near or within the endometrial stripe essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. .rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and embedded device ('malposition of essure device - location of device: close to the endometrium strip') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergone essure confirmation test". The patient's medical history included obesity, eclampsia, pregnancy, asthma, tubal ligation, menorrhagia, endometrial ablation, blurry vision, pain, ovarian cyst, fibroids and amenorrhea. Previously administered products included for an unreported indication: aleve, tylenol, cyclobenzaprine, ibuprofen, orilissa and naproxen. Concomitant products included dapsone since (B)(6) 2019, norethisterone acetate (norethindrone acetate), ondansetron from (B)(6) 2018, oxycodone, spironolactone since (B)(6) 2019 and tretinoin since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2011, the patient experienced metrorrhagia ("metorhagia (bleeding between periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), post inflammatory pigmentation change ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), acne ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), abdominal pain ("abdominal pain"), back pain ("low back pain"), pain in extremity ("legs and arm pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), endometriosis ("essure endometriosis") and skin hyperpigmentation ("hyperpigmentation"). The patient was treated with surgery (remove coils (remove tubes),hysterectomy ¿ uterus/cervix/tubes and endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, genital haemorrhage, pelvic pain, dysmenorrhoea, metrorrhagia, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, post inflammatory pigmentation change, acne, urinary tract disorder, bladder disorder, migraine, abdominal pain, back pain, pain in extremity, vaginal discharge, weight increased, endometriosis, vaginal haemorrhage, urinary tract infection, nausea and skin hyperpigmentation outcome was unknown. The reporter considered abdominal pain, acne, back pain, bladder disorder, breast tenderness, dysmenorrhoea, embedded device, endometriosis, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, post inflammatory pigmentation change, skin hyperpigmentation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she received treatment for general abnormal bleeding. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: equivocal positioning of the left essure device with the medial tip projecting near or within the endometrial stripe. Essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and embedded device ('malposition of essure device - location of device: close to the endometrium strip') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergone essure confirmation test". The patient's medical history included obesity, eclampsia, pregnancy, asthma, tubal ligation, menorrhagia, endometrial ablation, blurry vision, pain, ovarian cyst, fibroids and amenorrhea. Previously administered products included for an unreported indication: aleve, tylenol, cyclobenzaprine, ibuprofen, orilissa and naproxen. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), dapsone since (B)(6) 2019, diazepam (valium), norethisterone acetate (norethindrone acetate), ondansetron from (B)(6) 2018, oxycodone, spironolactone since (B)(6) 2019 and tretinoin since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), post inflammatory pigmentation change ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), acne ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), abdominal pain ("abdominal pain"), back pain ("low back pain"), pain in extremity ("legs and arm pain") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), endometriosis ("essure endometriosis") and skin hyperpigmentation ("hyperpigmentation"). The patient was treated with surgery (remove coils (remove tubes),hysterectomy ¿ uterus/cervix/tubes and endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, genital haemorrhage, pelvic pain, dysmenorrhoea, metrorrhagia, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, post inflammatory pigmentation change, acne, urinary tract disorder, bladder disorder, migraine, abdominal pain, back pain, pain in extremity, vaginal discharge, weight increased, endometriosis, vaginal haemorrhage, urinary tract infection, nausea, skin hyperpigmentation, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, breast tenderness, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, post inflammatory pigmentation change, skin hyperpigmentation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding, dysmenorrhea, nausea, fatigue, hair loss. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: equivocal positioning of the left essure device with the medial tip projecting near or within the endometrial stripe essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2020: pfs received. Events: fatigue, hair loss added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and embedded device ('malposition of essure device - location of device: close to the endometrium strip') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergone essure confirmation test". The patient's medical history included obesity, eclampsia, pregnancy, asthma, tubal ligation, menorrhagia, endometrial ablation, blurry vision, pain, ovarian cyst, fibroids and amenorrhea. Previously administered products included for an unreported indication: aleve, tylenol, cyclobenzaprine, ibuprofen, orilissa and naproxen. Concomitant products included dapsone since (B)(6) 2019, norethisterone acetate (norethindrone acetate), ondansetron from (B)(6) 2018 to (B)(6) 2018, oxycodone, spironolactone since (B)(6) 2019 and tretinoin since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2011, the patient experienced metrorrhagia ("metorhagia (bleeding between periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), post inflammatory pigmentation change ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"), 9 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), acne ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), abdominal pain ("abdominal pain"), back pain ("low back pain"), pain in extremity ("legs and arm pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), endometriosis ("essure endometriosis") and skin hyperpigmentation ("hyperpigmentation"). The patient was treated with surgery (remove coils (remove tubes),hysterectomy ¿ uterus/cervix/tubes and endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, embedded device, genital haemorrhage, pelvic pain, dysmenorrhoea, metrorrhagia, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, post inflammatory pigmentation change, acne, urinary tract disorder, bladder disorder, migraine, abdominal pain, back pain, pain in extremity, vaginal discharge, weight increased, endometriosis, vaginal haemorrhage, urinary tract infection, nausea and skin hyperpigmentation outcome was unknown. The reporter considered abdominal pain, acne, back pain, bladder disorder, breast tenderness, dysmenorrhoea, embedded device, endometriosis, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, post inflammatory pigmentation change, skin hyperpigmentation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she received treatment for general abnormal bleeding. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: equivocal positioning of the left essure device with the medial tip projecting near or within the endometrial stripe essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: pfs +mr received: reporter, concomitant drug, medical history and historical drug added..event: pigmentation were added .removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergone essure confirmation test". The patient's medical history included obesity, eclampsia, pregnancy, asthma, tubal ligation, menorrhagia, endometrial ablation and blurry vision. Concomitant products included norethisterone acetate (norethindrone acetate). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding between periods)"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), post inflammatory pigmentation change ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), acne ("rashes or skin conditions type: acne vulgar hyperpigmentation ¿ post inflammatory"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), back pain ("low back pain"), pain in extremity ("legs and arm pain"), vaginal discharge ("vaginal discharge") and endometriosis ("essure endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, metrorrhagia, hot flush, night sweats, vulvovaginal dryness, breast tenderness, vaginal infection, post inflammatory pigmentation change, acne, urinary tract disorder, bladder disorder, migraine, abdominal pain, back pain, pain in extremity, vaginal discharge, weight increased and endometriosis outcome was unknown. The reporter considered abdominal pain, acne, back pain, bladder disorder, breast tenderness, dysmenorrhoea, endometriosis, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, night sweats, pain in extremity, pelvic pain, post inflammatory pigmentation change, urinary tract disorder, vaginal discharge, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she received treatment for general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs and mr received. Case was made incident. Medical history and concomitant drug added. Events: hot flashes, night sweats, vaginal dryness, breast tenderness, infection: vaginal, acne vulgar hyperpigmentation ¿ post inflammatory, bladder or urinary problems or changes, migraines/headaches, abdominal pain, legs and arm pain, low back pain, vaginal discharge, weight gain, essure endometriosis added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.